Event description:
It was reported that 8110 motor stall failure. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8110 motor stall failure was not identified during the customer call. Assisted customer within system maintenance to setup task for analog sensor, and binary sensors. Customer testing of device did not produce any error messages associated with the fault inquired. Customer ran device in operate mode and did not receive any problem. Customer to monitor device to see if any re-occurrence of issue is received. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.